Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found abraded through between 54 and 56 cm distal to the df4 connector pin. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the observed high impedance. Based on the characteristics of these damages and available x-ray, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with the implanted tricuspid ring should be taken into consideration. Furthermore, cuts into the insulation were found 22 cm distal to the df4 connector pin, which most likely resulted from the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the shock impedance was high and out of range (> 150 ohms) and lead damage was seen in the tricuspid valve area on the x-rays. The lead was explanted. Should additional information be received, this file will be updated.